Manufacturer narrative:
Evaluation revealed the nhs to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). Dimensions in the undamaged areas were in accordance to the specs. The item returned was documented as faultless prior to distribution and as it had been in use for approx. 10 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. At the shaft, directly below the head of the nhs there are significant marks of fretting corrosion with material displacement clearly visible. Fretting marks are a rare but known reaction. During screwing into the nail it is possible that the nhs gets into contact with the inner surface of the nail adapter and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that most likely cold welding has occurred in the actual case. Cold welding also affects the inner surface of the nail adapter. Most likely the used nail adapter is also affected. It cannot be excluded that high surface pressure generated by high load applied to the nail holding screw had led to the presented damages. Local surface pressure may arise when the items are assembled under misalignment. Misalignment may occur during the attempt of replacing the target device to the nail whilst the nail is in the implanted position. Another possibility of local surface pressure could be that foreign substances reduce the space between nail holding screw and the tube of the nail handle. However, a real cause for the reported event could not be determined. A more precise evaluation was not possible based on the minimal information. No non-conformity was identified.

Event description:
It is reported by our sales rep that a partial splinting of the nail retention screw in adapter was found, a partial blocking of the nail retaining screw in the nail adapter. There are no further information available.

Manufacturer narrative:
Evaluation revealed the nhs to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). Dimensions in the undamaged areas were in accordance to the specs. The item returned was documented as faultless prior to distribution and as it had been in use for approx. 10 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. At the shaft, directly below the head of the nhs there are significant marks of fretting corrosion with material displacement clearly visible. Fretting marks are a rare but known reaction. During screwing into the nail it is possible that the nhs gets into contact with the inner surface of the nail adapter and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that most likely cold welding has occurred in the actual case. Cold welding also affects the inner surface of the nail adapter. Most likely the used nail adapter is also affected. It cannot be excluded that high surface pressure generated by high load applied to the nail holding screw had led to the presented damages. Local surface pressure may arise when the items are assembled under misalignment. Misalignment may occur during the attempt of replacing the target device to the nail whilst the nail is in the implanted position. Another possibility of local surface pressure could be that foreign substances reduce the space between nail holding screw and the tube of the nail handle. However, a real cause for the reported event could not be determined. A more precise evaluation was not possible based on the minimal information. No non-conformity was identified.

Event description:
It is reported by our sales rep that a partial splinting of the nail retention screw in adapter was found, a partial blocking of the nail retaining screw in the nail adapter. There are no further information available.